Manufacturer narrative:
Initial.

Event description:
It was reported that the patient received a low glucose alert of 69 while away from home without a meter, was instructed not to take insulin, treated with oral fast-acting carbohydrate, and later reported glucose back to 170; the issue was documented with insufficient information regarding any device malfunction or component involvement. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of oral carbohydrate treatment. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.